Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose of 23.7 mmol/l. The customer's current blood glucose is 18.4 mmol/l. The customer did provide symptoms such as emotions out of whack as a result of high blood glucose. The customer was treated by syringes. Troubleshooting was done for high blood glucose. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege insulin pump was under delivering. The reservoir will not be returned for analysis. Unomed inf set.